Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; this device passed functional testing. However, a baseline evaluation could not be performed as the integrated programmer did not detect the touch on any area of the screen. The device was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The product was subsequently disassembled to verify proper connection of the involved components, no issues were detected. However, the laboratory analysis was able to determine that the touchscreen anomaly was related to the touch controller once the internal components were swapped and reconnected. The screen anomaly disappeared when the touch controller was replaced with a known functional touch controller.

Event description:
It was reported that this integrated programmer showed a display touch anomaly, there was no possible operation with this product. This integrated programmer was returned for analysis and no adverse patient effects were reported.